Event description:
New information received notes that the patient condition was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2023-17199. Related manufacturer reference numbers: 2017865-2023-17202. It was reported via product receipt that the patient had developed infection and the system exhibited an unspecified lead failure. The whole system including the implantable cardioverter defibrillator, atrial lead and the right ventricular lead was explanted. Further information was requested but not received.